Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient woke up at 4 am on (B)(6) 2018 and felt that the stimulation sensation from the ins stopped and no matter how much they turned up the stimulation they could not elicit paresthesia. The rep reported that the patient woke up and did not feel stimulation even after cranking it up. The rep checked impedances and found that many are "out" with the lowest value being 8812. It was reviewed that the patient would not likely feel any stimulation on that. The rep added that the other side was known to be "out" as of (B)(6) 2017. Additional information was received from the rep. The patient reported to the rep and technical services that their therapy was non-functional on their left side and their left side was ¿out¿ on (B)(6) 2018. However, the last documented impedances check was on (B)(6) 2016 and the impedance check revealed that the 0-7 lead had high impedances (all electrodes greater than 10,000); the rep noted that they could not look up who recorded the impedance check. The rep was unsure of the cause of the high impedances. The rep tried numerous impedance checks using different reference points and attempted to reprogram the patient. Additionally, the healthcare professional was notified. The rep stated that the high impedances were never resolved and the patient was referred to a surgeon for a surgical lead revision. No further complications were reported/anticipated.